Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis puncture, endoleak, and aneurysm rupture.

Event description:
On (B)(6) 2007, the patient underwent an endovascular repair of an abdominal aortic aneurysm with gore excluder aaa endoprostheses (pxt231216/04874047, pxc121400/05135942, pxl161207/05051357, pxl161207/04944588, and pxl161207/04398769). The patient had tortuous iliac arteries and the devices were implanted in the cross-leg form. The procedure was concluded with no endoleak. The patient tolerated the procedure. The preoperative aneurysm diameter measured 68mm. A non-gore sheath was reportedly used. On (B)(6) 2015, the patient experienced a rupture of the abdominal aortic aneurysm and underwent a re-intervention. The physician initially suspected a type ii endoleak from the inferior mesenteric artery. However, the angiography revealed a type iii endoleak due to a hole found on the outer side of the trunk ipsilateral leg at the level of the flow-divider. No type ii endoleak was identified. A 5fr angiographic catheter passed through the hole in the graft material easily, so it was estimated the size of the hole was approximately 10 fr (about 3mm). Microcatheter embolization of the hole was performed and the ipsilateral leg was relined with another leg component. The physician also filled nbca into the aneurysm and the space between the relined devices. The final angiography showed the resolution of the type iii endoleak. The patient tolerated the procedure. The patient condition is stable after the re-intervention.

Manufacturer narrative:
.